Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report an issue setting the calibration code number on the one touch ultramini meter. The sr medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. On an unspecified date, the patient noted an issue setting the reported meter with the correct calibration code number for the lot of test strips in use. It is not known the blood glucose reading obtained on the reported meter. The patient took no actions due to the meter issue. One week afterwards, the patient experienced the symptom of ¿extreme thirst¿. The patient did not seek any medical attention or treatment. The patient reported she manages her diabetes with an injectable medication, not specified. The issue was resolved with troubleshooting and patient education. The patient allegedly suffered symptoms suggesting severe hyperglycemia after the meter issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
Date of event: not provided